Event description:
Pt (B)(6) was admitted to facility on (B)(6) 2011 to transitional care unit for rehabilitation following a laminectomy from l3 to the sacrum, decompression bilaterally l3, l4, l5, and s1 nerves, posterior spinal fusion l2 - through l5 with instrumentation and local crushed crouton allograft and infuse. Pt has a 9 year history of spinal stenosis and degenerative scoliosis. Incident: on (B)(6) 2011 at 7:30 pm, the nursing assistant had just completed giving pt a shower when the shower chair (lumex brand) back leg broke at the joint causing the chair to collapse. The aide was able to catch the chair with the pt in it to prevent going all the way to the floor. She called for assistance and another employee came to assist her with lifting chair and transferring the pt to his wheelchair. The chair was made of (B)(6) and there were several pieces of plastic at the site of the incident which had broken off the chair during the incident.